Event description:
It was reported that foreign matter was discovered prior to use with a bd syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the nurse prepared the intramuscular injection for the patient, she opened bd 5ml syringe according to the principle of aseptic operation, found two small foreign bodies in the barrel, immediately stopped using and replaced the syringe with a new one.

Manufacturer narrative:
H.6 investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1811133 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Despite the fact that any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered prior to use with a bd syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the nurse prepared the intramuscular injection for the patient, she opened bd 5ml syringe according to the principle of aseptic operation, found two small foreign bodies in the barrel, immediately stopped using and replaced the syringe with a new one.